Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that the retrieval set broke apart during retrieval. A second retrieval set used, and the second retrieval set also broke apart and "accordioned". One retrieval set broke in the loop and the other retrieval set broke at the hub. It is undetermined as to which breakage occurred first. The patient will require another attempt at filter retrieval. Additional information has been requested, however is was not provided at the time of this report. This is 1 of 2 reports for the same event, additional report 1820334-2017-00149.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. A gunther tulip vena cava filter retrieval set was returned for evaluation. It was separated in the soldered transition between handle and loop wire. The loop itself is twisted and has completely lost its shape. The black catheter has slipped the fitting and has separated approx. 5cm from same. Based on these findings it is suggested that the device was exposed to manipulation beyond its intended design during attempted filter retrieval. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) which state: "excessive force should not be used to retrieve the filter." Based on the information provided, evaluation of product returned and the results of the investigation, the most likely root cause of the reported event may be attributed to the device being exposed to manipulation beyond its intended design during the attempted filter retrieval. However, based on the information provided and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.